Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the system has restarted without undergoing a proper shutdown procedure. This issue may arise if the system became unresponsive, experienced a crash, or suffered an unexpected power loss. A field service engineer discovered that the power to the medstation had failed.replaced the battery and relocated the power cord to a nearby emergency power outlet. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system machine is set to terminate the application during an ongoing transaction and subsequently restart. This issue has occurred multiple times. A customer indicated that the user experienced a delay in administering medication to the patient due to the malfunction. There were no adverse events or injuries reported based on this event.